Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed low impedance and p-wave amplitude variation on the right atrial (ra) lead. The physician elected to explant and replace the ra lead. There were no patient consequences.